Event description:
As reported, the patient had an initial tha on (B)(6) 2014. The patient was revised on the cup side on (B)(6) 2023. The patient was revised to depuy cup and dual mobility used. The event did not lead to the breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported. These devices are used for treatment not diagnosis. Concomitant medical products: catalog #: 122-65-20 - 6.5mm acetabular bone screw 20mm, catalog #: 170-36-00 - biolox delta femoral head 36mm od, +0mm, catalog #: 180-01-58 - nv crown cup clstr hole 58mm group 3.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is acetabular loosening and a combination of risk factor: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) however, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.